Event description:
Account alleged that the ground loss led is flashing at the footboard. Account stated that there were no injuries. Account alleged that the pt is in the bed and the bed is being used in acute care. Account didn't have the s/n of the bed.

Manufacturer narrative:
Repair has not been completed at this time.